Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received a low glucose alert after changing supplies and noted a blood glucose of 58 mg/dl, with glucose remaining below range for about an hour, and the event was attributed to the device issue. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with fast-acting carbohydrates and continued monitoring without medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to treat the low and monitor glucose. Investigation of this case revealed no device malfunction identified during troubleshooting, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.